Event description:
During an open chest procedure, staff attempted to shock a pt. Reportedly, the device was used to deliver four shocks with internal defibrillation paddles. The device operator did not believe the device delivered the defibrillation energy to the pt. A back up device and internal paddles were obtained and care to the pt was continued. Pt was successfully resuscitated. Medtronic received no report of adverse affects to the pt as a result of device operation.